Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 19-feb-2026. Device evaluation: the echo-19 device of c2349569 lot number involved in this complaint was returned for evaluation. With the information provided, a document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 12th of february 2026. On evaluation of the devices the following observations were made: visual inspection: device returned with needle advanced and tape to the handle. No issues with the handle observed. Proximal kink observed below sheath extender. Stylet not returned. Functional inspection: sheath extender advanced to position 2, would not pass kink below sheath extender. Needle handle unable to advance or retract. Needle removed from device and proximal break observed below sheath extender. The reported issue was not observed. Additional information was requested as follows: ¿please confirm the lot # of the second needle used.¿ response was received as follows: ¿I am sorry, but I am unable to get the lot # of the second needle used. The account said the case was completed successfully with the second needle.¿ as per information provided by the customer, second needle was used to finish the procedure. As per the management of complaints procedure, where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event must be documented in the pms tracker and reviewed as part of post market surveillance. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2349569. A review of the manufacturing records for echo-19 of lot number c2349569 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: n/a. Instructions for use and/label the ¿intended use¿ section of the instructions for use (ifu0101) which accompanies this device instructs the user to: ¿this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is evidence to suggest that the customer did not follow the instructions for use. From the information provided it is known that the device was used to put a coil into a gastric varix. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. Abnormal use complaints are considered to be beyond any further reasonable means of interface ¿ related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer: ¿needle handle broke during varix puncture.¿ confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on customer and/or rep testimony.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 19-feb-2026.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event as reported on customer complaint form. "This needle was used to try to put a coil into a gastric varix. When the doctor pushed the handle of the needle to put into the varix, the handle broke and could not be retracted. So, they taped the handle together to withdraw it. Nothing else was done but to try to do the initial puncture-it was removed without any issues, and a new needle of the same type was used to complete the procedure successfully. " patient outcome no unintended section of this device remained inside the patient¿s body. The patient was not hospitalized and did not undergo prolonged hospitalization due to this occurrence. The patient did not experience a delay or require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.